Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 19 rounds of inappropriate anti-tachycardia pacing (atp) and 19 inappropriate shocks due to an episode of atrial arrhythmia. The device remains in service. No adverse patient effects were reported.